Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers failed on auxiliary cabinet. A field service engineer (fse) found that pyxibus cable wiring was thermal damaged. The fse replaced the pyxibus cable and the system was tested using the hardware test application and the dispensing application, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers failed. However, there were no delays or adverse events or injuries reported based on this event.